Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria for lot 3931019. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Please specify ¿first symptoms¿ occurred 15 days after the initial mesh implant surgical procedure? What was a reason for surgical revision/ ¿the cut of the tape¿? Was there any deficiency or anomaly of the mesh? If yes, please describe it. Onset date/time of the pain from the initial surgery? What medical /surgical intervention was given/ performed for the pain management? Results? Other relevant patient comorbidities/concomitant medications/ concurrent procedures? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2018 and the mesh was implanted. The patient has experienced the first symptoms 15 days after the implantation. On (B)(6) 2018, the tape was cut. Despite of the cut of the tape, the patient feels significant and disabling pain daily such as neuralgia, vaginal burn, lumbar pain, bedpan pain, cruralgia at the right leg, leg stiffness, tingling sensation in the lower abdomen. The patient cannot remain standing because of pain. Additional information has been requested.